Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation revealed this device, and the implantable defibrillation lead, exhibited high out of range shock impedance measurements. In clinic, measurements were between 89 and 93 ohms. Isometrics were performed with no changes in shock impedance measurements observed. It was reported the patient had experienced a fall. Boston scientific technical services (ts) recommended a chest x-ray to assess the lead. No adverse patient effects were reported.

Event description:
Additional information was received indicating this ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). The chronic lead remains in service without further complication. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). A chest x-ray was not ordered at this time and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.